Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 800 mg/dl. Customer reported symptoms of stomach pain prior to the hospitalization. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir, no delivery and low and bad battery alarms were noted in the alarm history. High pressure test was also performed and passed. No further information reported.